Manufacturer narrative:
(B)(4). Date sent: 2/3/2021. Fourteen photos received. Upon visual inspection of fourteen photos, the following was observed: the first photo shows a piece of the tissue and a part on the staple line appears to be incomplete. The second photo shows a tyvek that belongs to lot # u95m3t and exp. Date: 2023-09-30. Photos from 3, 4, 5,6, 8 and 10 show a blue reload from top view and it is fully fired. The 7th photo shows a blue reload from aside and it shows the batch # u5e15y. The 9th shows a blue reload from pan area and sled can be seen on the distal end. The photos from 11 to 14 shows a damaged on the cartridge deck. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: additional stapler loads were deployed properly. A scope was used after all staple firings and specimen was removed. The leak test was successful and no further issues were noted. Upon inspection, it appears there was damage to the cartridge near the midpoint on both sides of the cartridge, both to the blue plastic and some of the orange drivers. No staples remained in the knife track of the reload. The tech noted some of the drivers on both sides appeared to be damaged. Prior to reloading the stapler, the tech swished the jaws after removing the previous reload, tapped it on a blue towel to remove any possible remaining staples, and wiped the jaws on both sides with a wet ray tech to prepare the stapler for the next reload and staple line reinforcement.

Event description:
It was reported that during a sleeve gastrectomy, it was noted that the staples did not deploy properly. The surgeon, resident, and scrub tech noted that one side of the stomach seemed to crease during the stapler firing and pull proximally. The surgeon stated it felt like something was dragging while firing. No abnormal sounds were noted, the stapler motor sounded the same, and it didn¿t feel like the device was fired across anything hard. On the remnant stomach, the surgeon over sewed the staple line with vicryl. On the specimen side, an opening was visible and the staple line was incomplete. The tech and surgeon noted they were able to visualize a small piece of orange material left behind on the specimen. It appeared to be part of the staple driver. It was removed with graspers. Staple line was oversewed with vicryl. Rep was called into the or to discuss and help troubleshoot. Another stapler was opened and utilized although the original stapler seemed to be functioning properly. Procedure was completed successfully with a delay of four minutes. There were no adverse consequences for the patient.